Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic left and right hemicolectomy. Incident description: 2.5 hours into the procedure (preparation of meso-cholon), the surgeon tried to activate the voyant maryland device. The generator didn't show any alarms, but it was obvious that the device was not sealing the tissue. The surgeon then moved the jaws to the side and activated the device again. The generator went through the sealing cycle and showed that the sealing cycle was finished (ready), but there was no energy (electricity) output. We all observed that the tissue was not sealed. Because the voyant maryland device was not working properly (i.e. Not sealing), the surgeon needed to use clips to stop the bleeding that was occuring. He then asked for a new voyant maryland device to continue with the operation. The broken maryland device was placed on the floor of the operating theater. At the end of the operation, the nursing staff cut the voyant maryland cable and gave me the device and device key separately. Both are being sent to you for evaluation. Additional information received from fitm by email on 26feb2020: there was only minor bleeding. The patient didn't lose much blood. The maryland didn't cause the blood loss, it just did not seal when the surgeon pressed the button. When the instrument stopped working, the surgeon was working on fatty tissue. Patient status: no patient injury the operation was fine, because the doctor used a another instrument of ours.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering analyzed the device activation log by extracting the logs from a microchip in the device key. Engineering observed multiple open circuit alarms, which confirmed that the device was not delivering energy. Upon further investigation, engineering found that the pull tube, a metal component that holds the shaft components together, was not crimped and the internal wiring was damaged. Based on the condition of the returned unit and testing that was performed, the reported event was caused by the pull tube that was not crimped during the manufacturing process. This caused the internal wiring to become damaged, which caused the open circuit alarms that were observed in the device activation log. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. The event was determined to be reportable based on the original description of the event. However, upon evaluation of the event unit, the event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laparoscopic left and right hemicolectomy. Incident description: 2.5 hours into the procedure (preparation of meso-cholon), the surgeon tried to activate the voyant maryland device. The generator didn't show any alarms, but it was obvious that the device was not sealing the tissue. The surgeon then moved the jaws to the side and activated the device again. The generator went through the sealing cycle and showed that the sealing cycle was finished (ready), but there was no energy (electricity) output. We all observed that the tissue was not sealed. Because the voyant maryland device was not working properly (i.e. Not sealing), the surgeon needed to use clips to stop the bleeding that was occuring. He then asked for a new voyant maryland device to continue with the operation. The broken maryland device was placed on the floor of the operating theater. At the end of the operation, the nursing staff cut the voyant maryland cable and gave me the device and device key separately. Both are being sent to you for evaluation. Additional information received from (B)(6) by email on 26feb2020: there was only minor bleeding. The patient didn't lose much blood. The maryland didn't cause the blood loss, it just did not seal when the surgeon pressed the button. When the instrument stopped working, the surgeon was working on fatty tissue. Patient status: no patient injury. The operation was fine, because the doctor used a another instrument of ours.